Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if, when the "auto reverse was not activated", the knife reverse switch did not function when it was tried? Or was the manual override lever used without trying the knife reverse switch first?

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife was not coming back to the home position after staples were deployed to the distal end. Auto reverse was not activated so manual over drive was used. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) date sent: 11/28/2016 additional information was requested and the following was obtained: can you please clarify if, when the "auto reverse was not activated", the knife reverse switch did not function when it was tried? Or was the manual override lever used without trying the knife reverse switch first? The knife reverse switch did not function, then the manual override lever was used.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. G6: follow-up report number.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned with no apparent damage and with one (B)(4) cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.